Manufacturer narrative:
Sections with additional information as of 05-mar-2026: h10: customer returned syringes, unable to ship returned product to the manufacturer, due to biohazard. Scrap returned product. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 26-jan-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Wife is calling on behalf of the customer. Caller stated that some of the needles in the current lot of syringes are dull and hard to get into the skin. Per the caller, the product was sealed an intact when received from the pharmacy. The customer has been using the product since (B)(6) 2025. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.